Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 21:25:55. During night drain cycle 13, the patient's ultrafiltration reading was 1656ml, indicating the home patient (hp) drained 1656ml more than their maximum programmed fill volume of 2300ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. A review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1656 ml during therapy initiated on (B)(4) 2012 at 21:25:55, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. The uf reading was due to the user powering off the device during drain 14, which caused the uf to be added to cycle 13. Review of the event log revealed the cycle 13 received a partial fill. Cycle 13 drain was completed on (B)(4) 2012 at 04:25:50 and the user's actual drain volume during cycle 13 was 1270 ml. The actual drain volume of 1270 ml is 55.0% of largest prescribed fill volume (lpfv) of 2307 ml. Cycle 14 also received a partial fill. The user powered off the device and ended therapy during cycle 14 drain, but had drained 2910 ml. The actual drain volume of 2910 ml is 126.1% of the lpfv of 2307 ml; therefore, the two incidents separately do not meet iipv criteria. If any additional information is received, a follow-up will be sent.